Event description:
Consumer claims his wife was using the heating pad for her shoulder, fell asleep, and awoke to find the pad had overheated causing a blister on her shoulder. There was also damage to the bedding.

Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided. Consumer also fell asleep while using the heating pad which is also a violation of the warnings and instructions provided. This incident is the direct result of consumer abuse/misuse of the product.